Event description:
During a clot retrieval for a stroke, the marksman catheter stretched and the tip broke off and remains in the patient per the physician. Evc-medtronic representative (B)(4) was notified on 01/02/2018 and he will pick up broken catheter from (B)(6).